Event description:
Customer reported that the blood return is inconsistent and occasionally has blood leakage when connected to the blue hub.

Manufacturer narrative:
Based on the results of the investigation including batch record review, archive sample analysis, and risk assessment no abnormalities were identified in the production or quality control processes. All tested samples met the acceptance criteria per iso 80369-7:2021 requirements and showed no leakage or functional defects during testing.the reported issue could not be reproduced under controlled conditions, indicating that the event is isolated and not attributable to a manufacturing or design deficiency. Additionally, our risk evaluation, conducted in accordance with iso 14971, indicates that the residual risk associated with this failure mode is low.no trends related to this issue have been identified during our track-and-trend analysis.